Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the remote monitor with the batteries blew up in the patient's face. Additional information has been requested and not yet received. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor with the batteries blew up in the patient's face. Additional information has been requested and not yet received. The monitor will be returned and replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.